Event description:
On october 10, 2007, it was reported to boston scientific through a web box that an ultraflex covered esophageal stent had been placed in 2007, in a male patient (age and weight unknown). According to the complainant, the stent "was inserted into the esophag[us], 20cm beneath the teeth line." After nine months, "both metal endings of [the] stent, where there is no polyurethane covering, [have] coalesced with the wall of the esophag[us], causing the ingrowth of necrotizing masses, which [resulted in a] stricture [in the] esophagus. [T]he patient cannot swallow." The physician has performed "two laser treatments" to burn out the necrotizing masses and "plans to remove the stent; [however] a third attempt is needed with stronger laser treatment." The patient's current condition is unknown. No further information is available.

Manufacturer narrative:
According to the complainant, the device remains implanted; therefore, a device evaluation cannot be performed. The relationship between the suspect device and the reported event is undetermined. A search of the complaint database revealed that no additional complaints have been reported for this lot. The october 2007 15-month ultraflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.